Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were alerts delivered for out of range defibrillation impedance both below the lower limit and above the upper limit. No intervention has been taken at this time and the patient was stable and will continue to be monitored.